Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recx4407 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported in PICC patient was using, the hub ruptured. No other information provided.